Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were identified upon review of the manufacturer's database. No further information is available. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.

Event description:
It was reported that the patient was deceased and died approximately six months post implantable cardiac defibrillator replacement.